Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error noted. Motor was tested outside device and passed. Sensor signal not found when testing with test transmitter and test plug, problem isolated to electrical board.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 190 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that the insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.